Manufacturer narrative:
(B)(4). Although, requested, the affected product has not been received for investigation. A follow up report will be submitted with investigation results should the product be received.

Event description:
A customer reported a secondary of cleocin 900mg emptied back into the primary bag. There was no pt harm and medical intervention was not required. No further pt/event information was provided.